Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit with multiple components, including a guide wire in its advancer tubing, an arrow raulerson syringe (ars), and one 18 ga introducer needle for analysis. Signs of use were observed on the returned components. Visual inspection of the guide wire revealed one kink near the distal end. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage. Both welds were present and observed to be full and spherical. Visual inspection of the ars and introducer needle revealed no obvious defects or anomalies. The kink in the guide wire measured 5mm from the distal tip. The guide wire total length measured 602mm which was within the specifications of 596-604mm per product drawing. The kink location and the guide wire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.800mm via calibrated caliper which was within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the returned guide wire and ars was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was fully threaded through the returned ars and introducer needle with no resistance. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: when attempting to insert the guide wire in to the syringe it got stuck and kinked. Another kit was opened to finish the procedure. Issue was identified during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: when attempting to insert the guide wire in to the syringe it got stuck and kinked. Another kit was opened to finish the procedure. Issue was identified during use on patient. There was no reported patient harm or consequence.